Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue with the up, down, and ok buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission 09/18/2013 device evaluation:the pump has been returned and evaluated by product analysis on 08/27/2013 with the following findings:the keypad was found to be intact. Evaluation revealed that the keypad buttons were responsive to button presses. The keypad cover was removed and contamination was found under the key contacts. Unrelated to the complaint, the audio bolus button was found to be missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.